Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The patient's blood glucose at the time of incident is unknown. The no delivery issue was resolved by changing the infusion set and reservoir. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind and prime. The displacement test passed as well. However, the customer also mentioned frozen screen issues. The frozen screen issues turned out to be a keypad issue. Troubleshooting was declined for the keypad anomaly. The insulin pump was not returned or replaced.